Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please verify did one device had both issues during the procedure. Yes. Corrected narrative: it was reported that the device had a breakage suture and pull off - suture needle issue. Two detached needles stuck with wax on a labeled winding former of product code w8310, lot mlh187 were returned for analysis. The product code is double armed. During visual inspection of the sample, the swage and attachment area were noted to be as expected; also the barrel hole of the needles was examined under 20x magnification and no suture remnant was noted. In addition, the suture was not received for evaluation to determine the assignable cause of breakage suture or pull off suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition it could not be determined what may have caused the reported incident of: ¿pull off suture needle and breakage suture during the mitral valve replacement ¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Two detached needles stuck with wax on a labeled winding former of product code w8310, lot mlh187 were returned for analysis. The product code is double armed. During visual inspection of the sample, the swage and attachment area were noted to be as expected; the body and tip of needles were examined and no breakage needle was noted. In addition, the suture was not received for evaluation to determine the assignable cause of pull off suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition it could not be determined what may have caused the reported incident of: ¿pull off suture needle and breakage suture during the mitral valve replacement¿. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify did one device had both issues during the procedure?

Event description:
It was reported that a patient underwent a mitral valve replacement on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle and the suture broke. Changed to another suture to complete surgery. There were no adverse patient consequences reported. Additional information has been requested.